Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient suffered an overdose of pain medication and became unresponsive. The incident occurred when the healthcare provider (hcp) was changing the pump medication from morphine to dilaudid. It was alleged as a result of the pump ¿malfunctioning¿, the patient suffered an anoxic brain injury. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that the patient had a pocket fill, and collapsed when leaving the office after the refill. The therapy had been stopped, and had now been stopped for 1092 hours 15 minutes. The plan was that the new health care provider (hcp) was going to aspirate the catheter to make sure it was patent, and also perform a system content removal. Indication for use of the device was for non-malignant pain and spinal pain. It appeared that the new hcp planned to restart therapy.

Event description:
It was reported that had a pump refill on (B)(6) 2014 and shortly after the refill the patient stated he "did not feel good." The patient had mentioned this on arrival to the clinic also. The patient became less responsive and at a point was rigid and his responsiveness continued to decrease. There was no swelling to the pocket site and no fluid leaking from the injection site. The vital signs were stable. The pump was stopped and 911 was called. The patient was hospitalized for a couple weeks and was in the intensive care unit (ICU) for some time. The managing physician spoke to the hospital staff and suggested aspirating the pump reservoir to confirm the volume but this reportedly was not done. The patient was transferred to a rehabilitation facility and they have not heard from the patient since the refill. The reporter stated that there was no confirmed pocket fill at this time, but was questioned. Additional information was requested to clarify event details, troubleshooting, resolution and current patient status. A physician has further contacted the physician as the rehabilitation facility multiple times to have them interrogate the pump and check the volume or just remove the pump if they felt it was the cause. However, the physician had received little or no response from them. This device system delivered bupivacaine, compounded baclofen, and dilaudid. No further information was available at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# n089050, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, lot# j0039947r, implanted: (B)(6) 2002, product type: catheter. (B)(4).